Manufacturer narrative:
(B)(4). Upon follow up it was reported antibiotic treatment was completed, the patient's fluid was clear and they had recovered from this peritonitis event and was doing well. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever. The cause of the event was reported as constipation. The patient was not hospitalized for the event. On the same date as event onset, the patient was treated with vancomycin (1g/ 5 days, route not reported) and fortum (1g, once a day, route not reported). Treatment with vancomycin and fortum was ongoing. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information is available.